Manufacturer narrative:
H3: there was no instant detacher, microcatheter, or accessories returned with the device. The pusher was found to not have any damages and the actuator interface, positive load indicator, coupler tube, and break indicator were found to be intact. There is no evidence of any detachment attempts by mechanical or manual methods. The coin was present and against the lumen stop. The implant coil was returned for analysis already detached within a segment of an unknown 2.8f catheter with a kink present. The catheter was cut open under microscope to reveal the concerto implant coil was damaged and stretched with the polypropylene monofilament intact. The shield coil was present but was stretched. The detach element ball was measured to be 0.00370¿ and found to be within specifications (0.0038¿ +/- .00010). Under the microscope, the outer jacket was then removed to gain access the coin. The coin was measured in 3 locations and was found to be within specifications. Measured 0.083mm @ 0.063mm; measured 0.086mm @ 0.127mm; measured 0.086mm @ 0.275mm. The lumen stop and retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.00288¿ and found to be within specification (0.00220" minimum - 0.0029" maximum). The retainer ring inner diameter (ID) was measured to be 0.00463¿and found to be within specification (0.00455"+/- 0.00010"). No other anomalies were observed. Based on the analysis performed the concerto coil was confirmed to have prematurely detached, however, the cause of the premature detach could not be verified. There was no malfunction of the pusher or non-conformance to specification that may have contributed to the damage to the implant. There is no reported issue with the implant coil during hydration per IFU. It is possible that a combination of the damage to the catheter as well as the lack of continuous flush during operation, caused the concerto implant coil to become stuck in the catheter during advancement. Withdrawing the coil against resistance could potentially cause the coil to become damaged and prematurely detached. As the full catheter was not returned or identified by the physician, catheter compatibility could not be assessed, however, the reported catheter size of 2.8f is sufficiently sized per IFU. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The concerto coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that concerto coil detach prematurely inside the catheter. It was reported the concerto coil was partially advanced into the 2.8fr catheter. The coil was reported to have been drawn back and it unintentionally detached within the catheter. The coil was repositioned one time. The coil was not attempted to be detached. There were no reports of patient injury in association with this event.